Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver med ications as prescribed. It was noted the pump was either explanted or replaced.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2017-mar-27 regarding the patient's implanted infusion pump containing morphine (dose and concentration unknown). The indications for use included non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient thought the therapy never worked. The pump would create pain when his grandchildren jumped on his stomach or if he knocked it against something like a table. The patient felt the pump protruded too much, which made him susceptible to discomfort and pain when knocked against anything. There were no environmental, external, or patient factors that were thought to have led to the device or therapy, and no troubleshooting or diagnostics were performed. Surgical intervention was planned but not scheduled at the time of report. It was further clarified that the pump was removed, and the device location was unknown. The patient did not indicate that the removal of the pump resolved anything. The issue was considered unresolved, and the patient's status was alive - with injury. No further complications were reported or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.